Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the viperwire fractured off and was stented against the artery wall. The target lesion was located in the ostial/proximal sfa. The physician treated the lesion with a dbg-sct30-225 oad. He spun on low to high speeds, performing 4 runs at approx 30 seconds each. Plaque modification in the ostial/proximal sfa yielded a great result. When he attempted to remove the viperwire, the tip broke off and remained in the artery. An unsuccessful attempt was made to snare the tip, so it was subsequently secured against in the distal sfa/popliteal vessel wall with a self-expanding stent. The pt status remained stable. Add'l info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device has been retained by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk. Csi ID# (B)(4).